Manufacturer narrative:
. E3: occupation: rt a review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint was confirmed for a potential bleeding issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that after deployment of the device, the patient bled as if the collagen did not expand. The procedure performed was a left heart catheterization. The estimated blood loss was less than 250cc.